Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a tubing hole s a known cause of air being introduced into the setup. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during drain two of five of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. The patient stated that their bed was wet. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with the patient. The nurse reported that there was a leak from a tubing hole in the transfer set. The transfer set had been replaced after the incident and the patient was prophylactically treated with antibiotics. There was no patient injury or medical intervention reported. No additional information is available.